Event description:
Ibc from pt stating pump is alarming low battery and this same pump has done this twice weekly for the past 2 weeks. Pt replaces the batteries but the pump continues to alarm. The second pump is not alarming. Advised pt to replace the batteries and will schedule replacement pump, return box, and add'l batteries. No other info is known. Yes, the fault occurred while in use, it has not caused any harm. The device is able to be returned. We are currently working on getting a replacement sent. Dose or amount: 16 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.